Manufacturer narrative:
The mentor failure analysis lab received two devices on 19-sep-2023 that could not be connected to a complaint file. On 27-sep-2023, mentor became aware that the two received devices belong to this complaint file. This report is for the patient¿s left breast prosthesis. It was previously reported that the lot number for the patient¿s left breast prosthesis is 6878846 and the serial number is (B)(6). New information received states that the device is a mentor smooth round moderate profile 425cc saline breast prosthesis, catalog #351670, UDI # (B)(4). The correct lot number is 6880732 and the serial number is unknown. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 28-sep-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient experienced a high riding oversized saline implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the breast implant. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 54-year-old caucasian female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 475cc saline breast prostheses when the right breast prosthesis deflated post implantation. Deflation of the patient¿s right breast prosthesis was diagnosed via a physical exam. Additionally, it was reported that the patient had a high-riding, overfilled implant in her left breast. There was pseudoptosis of the skin on the left breast as well as asymmetry of the nipple areolar complexes. As a result, the patient underwent bilateral explantation and replacement with a mentor memorygel breast implant 425cc gel breast prosthesis and a mentor memorygel breast implant 500cc gel breast prosthesis on (B)(6) 2023. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2023-09681 for the report for the patient¿s right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast prosthesis deflation, high-riding & overfilled left breast prosthesis. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).